Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-oct-24 regarding a patient receiving compounded morphine (6.0mg/ml at 4.7471mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient came in for a routine intrathecal dye study pre-pump replacement for elective replacement indicator (eri) on (B)(6) 2018. The hcp was unable to aspirate from the catheter and injection of dye met significant resistance. There was extravasation from the catheter at the proximal portion of the catheter at the anchor site in the lumbar region just prior to entering the spinal space. No intrathecal contrast layering was achieved. The device diagnosis was 'catheter break/cut.' The decision was made to replace the catheter at the time of pump replacement on (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported.